Manufacturer narrative:
Approximate age of device ¿ 2 years 4 months 22 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a no external power event on (B)(6) 2018. This may be due to the mpu ac power cord coming loose at the mpu or ac wall outlet. Additional information was requested but not provided.

Manufacturer narrative:
This report was determined to be duplicate information to MFR report number 2916596-2019-00969.manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mpu was confirmed via the submitted log file. The submitted log file contained approximately 75 days of data (08dec2018 ¿ 21feb2019 per the timestamp). The log file captured no external power events on (B)(6) 2018 at 08:18:18 and on (B)(6) 2019 from 08:17:56 to 08:21:42 due to a loss of power while connected to the mpu. The system controller backup battery supplied power to the system without issue when external power was lost. The no external power alarms were resolved by switching to 14v batteries. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The controller was connected to the mpu several other times throughout the log file with no issues observed. The returned mpu was evaluated by technical services. A new locking ac power cord was connected to the mpu, as the mpu was returned without an ac power cord. Technical services noted physical damage to the mpu patient cable that appeared to be consistent with animal bite marks. The mpu was connected to a mock circulatory loop and allowed to run for several days with no issues observed; the unit functioned as intended despite the observed damage to the patient cable. The damaged patient cable was forwarded to product performance engineering (ppe) for further analysis. The patient cable was replaced with a new patient cable. The 3 aa batteries were replaced with new batteries. A full functional checkout was then performed and the unit passed all tests. The unit was returned to the customer site. The mpu patient cable was further evaluated by product performance engineering. Evaluation of the patient cable revealed two sections of damage to the cable outer jacket consistent with animal bites. The resistance of the individual conductors was measured using a digital multimeter and no issues were found. Insulation testing was performed to test for any unintended shorts using a hypot tester and no issues were found. The returned patient cable was connected to a test mpu, system controller, and mock circulatory loop with no issues observed. The patient cable was manipulated by hand with no alarms active. The insulation was removed from the patient cable, revealing damage to the underlying shielding and a cut in the insulation of the yellow (vcc power) wire, exposing the inner conductor. Although it was not reproduced during testing, the exposed conductor could have temporarily shorted to the patient cable shielding and caused the no external power alarms captured in the submitted log file. The mpu is also investigated under MFR report number (B)(4) due to the no external power event captured on (B)(6) 2018. Three good faith efforts attempts were made under MFR report number (B)(4) in addition to the two good faith efforts made under this investigation to determine what caused the no external power alarms. Additional information provided under MFR report number (B)(4) stated that the mpu ac power cord appeared to have been chewed on by a dog. The root cause of the reported no external power alarms could not be conclusively determined through this analysis; however, the observed damage to the mpu patient cable and reported damage to the mpu ac power cord may have contributed to the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: several nicks in the power cord were noted. The patient's mobile power unit was exchanged.